Event description:
It was reported the pruit f3 carotid shunt white balloon deflated after it was inflated during test. It was not in direct contact with patient. No injury reported to patient.

Manufacturer narrative:
The device was returned for investigation. It was confirmed to be leaking at the stopcock joint which caused the reported incident. The root cause of the malfunction was due to a manufacturing operator error, not enough glue was applied on the stopcock joint during the assembly process. Due to reports of similar issues, the product design is being reviewed through dhf0155 to address this issue. We have conducted a lot history review and did not find any issues noted in the manufacturing or packaging process that could be related to this issue. All qc tests passed their requirements. Further, we have not received any other complaints of a similar nature for devices from this lot.